Event description:
It was reported that the customer insulin pump was exposed to fluid. The customer's blood glucose level was 70 mg/dl. The customer had insulin pump clipped to clothing and put clothes in the wash. The customer was advised to discontinue use of the insulin pump. The customer was advised to revert to back up plan per healthcare provider instruction. The customer was advised the we are shipping cot pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The insulin pump had normal operating currents. No unexpected battery out limit alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a broken belt clip slot.